Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. The patient's weight at the time of the event was reported. It was reported that the patient had been meeting with a manufacturer representative to try to figure out what was going on with the device. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the caller wanted to know if there was a way to see the data from the battery. The caller reported that the ¿settings¿ wouldn't change when the patient moved like they were supposed to. It was reported that it wouldn't stop and it would stay on so long that the patient couldn't move at all and would be ¿paralyzed¿ to the toilet or the couch and be in extreme pain. It was reported that the caller would have to give the patient the remote so that they could turn it off. The caller stated that they could return the ins to mdt for analysis if need be. No further complications are anticipated.